Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at rated burst pressure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual, tactile, microscopic and leakage testing was performed. A visual examination of the device identified a large build-up of solidified blood inside the balloon and inflation lumen. This blood is indicative of a leak having occurred in the device. A detailed microscopic examination of the balloon and inflation lumen identified no tears or holes. Several failed attempts were made to inflate the balloon. Further analysis of the distal extrusion identified that the distal extrusion was stretched at various locations along its length. As a result of this stretching, it was not possible to inflate liquid into the balloon in order to confirm if a leak was present.

Event description:
It was reported that a balloon rupture occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at rated burst pressure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported.